Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that customer were hospitalized due to high blood glucose on unknown date with blood glucose of 500 mg/dl. The customer was treated with bolus. The customer stated that blood on cannula. Customer was alleging the insulin pump of under delivery of insulin. Customer was performed displacement test and it was passed. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer stated that insulin not exited. The insulin pump will not be returned for analysis.